Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to stiffness and loosening of the tibial component.

Manufacturer narrative:
Concomitant products: zimmer persona articular surface catalog #: 42-5224-007-10 lot #: 62775465. Zimmer persona cemented femoral component catalog #: 42-5006-066-02 lot #: 62786359. Zimmer persona all-poly patella catalog #: 42-5402-000-38 lot #: 62841967. Zimmer headless drill pin catalog #: 00-5901-020-00 lot #: 62865826. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 1 of 2 for this patient. See also 0001822565-2016-02296-1. No devices were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component and articular surface identified no deviations or anomalies. This device is used for treatment. Operative notes from the primary surgery state that the patient underwent right total knee arthroplasty due to end-stage osteoarthritis. Excellent stability and range of motion were noted during trialing with provisionals. It was noted that after implantation of the final components, the articular surface was inserted and the knee was reduced ¿once the cement began to harden.¿ review of the implanted components identified no compatibility issues. Office visit notes from approximately one year five months after the primary surgery state that the patient has had a persistently painful and stiff knee. The patient also had a flexion contracture of approximately 25 degrees. The notes state the review of imaging of the right knee did not demonstrate significant rotational abnormalities of either the femoral or tibial components. The notes also state that the findings of the bone scan suggest the components could be loose but x-rays indicated they were reasonably fixed. Operative notes from the revision surgery state the patient was revised due to a failed right tka and loose tibial component. The tibial component was noted to be completely loose except for the distal polyethylene plug, which was noted to be well fixed. The femoral component was revised using a sagittal saw to disrupt the cement interface. The patellar component was noted to be well-fixed and was not revised. Per the persona knee system package insert, loosening of the prosthetic knee components and poor range of motion are known risks of this procedure. In the instructions for implanting the final components, the persona surgical technique states, ¿allow the cement to fully cure before performing a trial rom or inserting the articular surface.¿ inserting the articular surface and performing a trial rom prior to the bone cement being completely cured can cause the cemented components to shift their position, which could affect the component alignment, or can impede fixation of the devices, which could result in loosening. Based on the available information, it appears that inserting the articular surface and trialing prior to the bone cement curing is the cause of the reported event.